Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath and bradycardia related to right ventricular (rv) lead oversensing on high rate non-sustained episodes. It was also reported there were high thresholds on the right atrial (ra) and rv leads. The leads remain in use. No further patient complications have been reported as a result of this event.